Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two xiences referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, mildly tortuous first obtuse marginal (om1) artery the 2.25 x 28 mm xience nano stent delivery system (sds) was advanced inside the 6 fr guideliner but met resistance and became stuck and could not be advanced to the lesion. It was noted that although the sds could not be advanced, it was removed with resistance separately from the guideliner from the anatomy, however, the nano stent struts were damaged. Additionally, it was noted that this occurred with two different 2.75 x 28 mm xience sds and the same 6 fr guideliner and no stent damage. There was no adverse patient effect. A fourth shorter xience sds was used successfully in the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.